Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lgp574 mfg date: unk, exp date: unk; batch lhp457 mfg date: unk, exp date: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the suture placed in? What was the condition of the tissue during procedure? How was the suture placed (interrupted or continuous)? Can you clarify the quantity of sutures of each lot that had an issue post procedure? Are these possible lots? How many sutures had an issue post procedure? How many lot lgp574 had an issue post op? How many lot lhp457 had an issue post op? What post op date did the patient present with symptoms? What date was the second procedure? Can you describe the appearance of the suture during the second procedure? Can you provide patient demos age, weight, gender, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent plication procedure on unknown date and suture was used. Post- operatively, the patient condition declined and a second procedure was performed on (B)(6) 2017. The surgeon reported that the pledgets were dangling and the ends of the suture were frayed and broken along the entire plication. A different type of suture was used to re-do the entire plication. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000082446 corrected information: additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch lgp574 mfg date: (B)(6)2017, exp date: (B)(6)2022 batch lhp457 mfg date: (B)(6)2017, exp date: (B)(6)2022 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Device evaluation: representative samples were returned for evaluation. The sutures were dispensed without problems and examined along of the strand and no defects, fraying suture or suture breakage were observed. The suture samples were visually and functionally examined for tensile strength and they met the requirements. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6)2017 electively scheduled procedure- repair of diaphragmatic hernia return for re-do (B)(6)2017 due to suture line failure, dehiscence. -not sure what tissue was the suture placed in? -in fascia, no. Prolene suture was used for first diaphragmatic repair what was the condition of the tissue during procedure? Herniated diaphragm- tissue markedly thinned and elevated into chest. How was the suture placed (interrupted or continuous)? ¿interrupted multiple, pledgeted, plication u-stitches placed. All were tied during lung expansion. Can you clarify the quantity of sutures of each lot that had an issue post procedure? -not sure the lot#s since they were just given from the box. Had to have come from one of the two boxes sequestered and sent for testing. Are these possible lots? -the boxes sent back and the lots #s initially inputted are possible lots. Those were the only open boxes in the department. How many sutures had an issue post procedure? -around 12¿multiple and all sutures were found broken with free floating pledgets on re-operation. How many lot lgp574 had an issue post op? -not sure how many lot lhp457 had an issue post op? -not sure what post op date did the patient present with symptoms? -the day after the surgery what date was the second procedure? -the day after the initial surgery no, (B)(6)2017 can you describe the appearance of the suture during the second procedure? -the suture were frayed and the pledgers used were still intact. Suture was frayed at broken ends and pledgets were free floating, having come off broken suture. Can you provide patient demos age, weight, gender, medical history? -not sure 65 yo, (B)(6) kg, m¿diaphragmatic hernia what is the current condition of the patient? -2nd procedure hasn¿t had any issues with the suture that I¿m aware of